Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead would not screw into the device after multiple attempts during implant. Lead was replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.